Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device when plugged into the test generator displayed an e486 or e619 error message. The error messages would clear when the blue coagulation button was activated. The device would activate with a light touch or no touch at all. The blue button was removed and revealed that the left dome switch was collapsed. Based on similar reports, a collapsed left dome switch caused a closed electrical circuit resulting in the error message on the generator and allowing the coagulation function to activate on its own.

Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that during or set up, the cutting forcep was plugged into the generator and activated on its own without depressing the activation button. The device was unplugged resulting in a reset to the device and the phenomenon appeared to improve. There was no patient involvement; therefore, no patient injury was reported.